Event description:
It was reported that the blood clotted at an unk time during the course of reinfusion. It is unk at what point during the process that the blood clotted and if any blood needed to be discarded due to the event. It was indicated that an unk amount of pre-donated blood was transfused. There were no adverse consequences reported related to the blood transfusion.

Manufacturer narrative:
The device has been disposed of by the user facility. The root cause could not be duplicated since the device was not available.